Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for limb detachment and perforation of the ivc as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown.  The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient who experienced a pulmonary embolism post abdominal surgery for a blocked intestine. Approximately eleven years post filter deployment the patient was admitted to the hospital with chest pain and dropping blood pressure. The following day emergency surgery was performed to remove fluid from the chest cavity. Open heart surgery was performed to remove a detached filter limb that had migrated to the heart and perforated the wall. Ten days post hospital admission, abdominal surgery was performed to remove the filter and detached limbs from the vena cava. Testing demonstrated additional detached limbs migrated to the right lobe of the liver in the right hepatic vein, the right lateral wall of the contiguous abdominal aorta, outside the ivc and contiguous with the posterior head of the pancreas, embedded in the right lung overlying the right hilum and in the upper right quadrant of the abdomen. It was determined to leave these detached limbs in place. The patient was discharged after nineteen days. It was further reported that the patient experienced additional cardiac and pulmonary complications. The current status of the patient is unknown.

Manufacturer narrative:
A complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Medical record review: after an unknown amount of time post filter deployment secondary to pulmonary embolism following bowel resection, the patient presented to the emergency room with epigastric pain. Imaging determined the patient had a non-st-elevation myocardial infarction, indicated fragments of the caval filter had penetrated the anterior wall of the right ventricle, with surrounding right ventricular hematoma, vena caval filter embolic debris in the liver, caval wall penetration abutting the duodenum, pancreas, and abdominal aorta, and metallic density in the right middle lung lobe. Additional imaging revealed a 2.1 cm linear metallic density in the segmental pulmonary right lobe. The ivc filter has two struts along the left anterolateral margin of the vena cava, one which abuts the edge of the anterior wall of the right ventricle, with a small pericardial effusion. Two days later, an echocardiogram demonstrated a pleural effusion with cardiac tamponade which required emergent pericardiocentesis. The patient became hemodynamically unstable, and underwent emergent open-heart surgery to remove the filter components from the right ventricle. The fragment of the caval filter that had penetrated the anterior wall of the right ventricle was removed in its entirety and sent for histopathological examination. Transesophageal echocardiography demonstrated no residual pericardial collection, the right ventricular injury site was hemostatic. The patient appeared to tolerate the procedure well. Pathology report indicated the retrieved specimen to be of silver metal hardware. Eight days later, the patient underwent surgery to remove the ivc filter and additional filter pieces from the ivc and hepatic veins. Imaging identified prongs of the filter that were external to the ivc extending anterior to the aorta, second one was into the aorta, a third was found in the posterior space of the left lateral side of ivc, and another one into the lumbar vein. The prongs of the filter that were external to the ivc were cut with wire cutters, one prong removed from anterior to the aorta and one that was into the aorta wall. Another three fragments were cut and extracted from external to the ivc. The filter was removed, one of the prongs was not attached to main filter. Pathology report description indicated an ivc filter with multiple grey metal wires, which are connected on one end. The next day, an abdominal x-ray indicated a linear metallic density is again noted overlying the liver. Six days later, a permanent pacemaker was placed. The next day, radiology exams indicated the displaced struts of the ivc filter were overlying the right hilum and in the right upper quadrant of the abdomen. The next day, the patient was discharged. Approximately two months post ivc filter retrieval, a CT of the chest, abdomen and pelvis demonstrated a displaced strut from the ivc filter present within the lobar and posterior segmental branch of the right middle lobe pulmonary artery. The device was not returned for evaluation. Photos and medical records were provided and reviewed. Based on the provided medical records, the investigation can be confirmed for limb detachment and perforation of the ivc. Additionally, based on the provided photos the investigation can be confirmed for filter removal with eight attached filter limbs, two detached filter arms, and three filter limb fragments. Based upon the available information, the definitive root cause is unknown. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (B)(4).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient who experienced a pulmonary embolism post abdominal surgery for a blocked intestine. Approximately eleven years post filter deployment the patient was admitted to the hospital with chest pain and dropping blood pressure. The following day emergency surgery was performed to remove fluid from the chest cavity. Open heart surgery was performed to remove a detached filter limb that had migrated to the heart and perforated the wall. Ten days post hospital admission, abdominal surgery was performed to remove the filter and detached limbs from the vena cava. Testing demonstrated additional detached limbs migrated to the right lobe of the liver in the right hepatic vein, the right lateral wall of the contiguous abdominal aorta, outside the ivc and contiguous with the posterior head of the pancreas, embedded in the right lung overlying the right hilum and in the upper right quadrant of the abdomen. It was determined to leave these detached limbs in place. The patient was discharged after nineteen days. It was further reported that the patient experienced additional cardiac and pulmonary complications. The current status of the patient is unknown.